Manufacturer narrative:
Device manufactured between may 12, 2019 to may 14, 2019. The device was received for evaluation. A visual inspection was done which observed excess silicone fluid on valve body and all valve ports/caps. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that contamination was observed within the packaging of an em2400 valve set. The contamination was further described as an oily substance covering the valve set inside the packaging. The contamination was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.